Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26410635.(B)(4). Other device used: catalog #unk, unknown zimmer kinectiv neck, lot #unkthis report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a concern of corrosion, which was identified at the revision procedure. That patient had elevation of both cobalt and chromium levels, a negative workup for infection including erythrocyte sedimentation rate, c-reactive protein, hip aspiration, and a metal suppression MRI demonstrating a soft tissue reaction.

Manufacturer narrative:
No device was received for further evaluation. An image was provided in the journal article and it is stated that corrosion was noted at the head-neck taper and no corrosion was noted at the neck-stem taper. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. The information provided in the journal article indicated that the patients preoperative chromium levels were at 0.2 microgram/ml and cobalt levels were at 4.4 microgram/ml. The patients sedimentation rate and c-reactive protein levels were found to be normal. Synovial fluid was analyzed for infection and was found to be negative. Histopathology of the patient showed a lympohocytic infiltrate with associated macrophages. Rare plasma cells present. Mars( metal artifact reduction sequence) MRI of the hops demonstrated a thr with pseudotumor formation surrounding the prosthesis at the level of the greater trochanter. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.